Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly programmed the pump's basal rates too high. Customer's blood glucose level was 82 mg/dl. Tandem technical support assisted the customer in making settings adjustments and insulin therapy resumed.